Event description:
Tech was injured on 01/02/1998 by a blood collection system. Lot number and catalog number are unknown. While trying to dispose of needle into a sharps container, tech couldn't get it to disengage from the holder and tried to tap it in resulting in the injury.